Event description:
It was reported that the user experienced repeated infusion set deployment difficulties during supply changes, requiring multiple sets per change, with subsequent episodes of hyperglycemia while using the ilet system and an infusion set; education on insertion technique and a training video were provided, and a steel infusion set option was discussed. Symptoms included hyperglycemia and vomiting with moderate ketones. Outcomes included transient impaired glycemic control that improved after another complete supply change; no hospitalization was reported. Investigation included customer support troubleshooting, review of user technique, and follow-up blood glucose checks. Investigation of this case revealed infusion set performance concerns during deployment without visible cannula defects, with resolution after re-site and full supply change; device alarms were not reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.